Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was just curious as to how to adjust the settings. The lack of stimulation and sudden return of symptoms were resolved.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that when he first got the device it worked pretty well but now it did not seem to work so well for his symptom control. Patient stated all of a sudden it seemed like his symptoms returned and it was like he would get the urge but then he almost did not make it on time. Patient stated he had increased his stimulation from .8 to 1.3v yesterday but that he did not increase up to where he felt stimulation. Patient was instructed to sync the implantable neurostimulator (ins) with the patient programmer (pp) during the call. It was noted that the stim was on but he did not feel stimulation. Patient services walked patient through pulling up settings and started to help patient increase and then patient stated he didn't think that he should change anything yet because he remembered that his brother had told him that his healthcare provider (hcp) said to wait two weeks post implant until changing anything. Patient stated that he was under anesthesia when they were telling these directions and it was mostly his brother that was listening. Patient stated if he followed his hcp's directions on activity level after surgery he wouldn't be doing anything at all. He didn't do anything strenuous or lift anything heavy but he walked around lot and he rode his tractor. Patient was advised to continue monitor symptoms to determine if that previous increased improve symptoms. There were no further complications that have been reported as a result of this event.